Manufacturer narrative:
The customer¿s report of an occluded filter was not confirmed. Visual inspection showed no damage or anomalies. Functional testing resulted in fluid flowing through the set, although at a slower rate than expected. A test infusion via a syringe pump resulted in no occlusion alarms or other issues. The root cause was not identified.

Event description:
The customer reported that the patient was brought to the emergency department with a high fever, increased brain swelling, and at risk for herniation related to bacterial meningitis. The pharmacy prepared mannitol, and when attempting to infuse it the filter occluded. This delayed care in an urgent situation. There was no report of patient harm related to the event.